Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a makoplasty total knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the rio malfunctioned and displayed error messages resulting in the rio being unavailable for the remainder of the case. The outcome of the case was unsuccessful as the surgery was aborted intraoperatively.

Event description:
The surgeon performed a makoplasty partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the rio malfunctioned and displayed error messages resulting in the rio being unavailable for the remainder of the case. The outcome of the case was unsuccessful as the surgery was aborted intraoperatively.